Event description:
It was reported that pericardial effusion (pe), vessel perforation, cardiac tamponade, and cardiac surgery occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient was administered local anesthesia, and intracardiac echocardiogram (ice) imaging was used. Venous access was obtained and transseptal puncture (tsp) was performed under ice imaging using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was). The was was used to dilate the septum, the vcc radiofrequency pigtail wire was advanced and parked in the left atrium (la) or close to the laa. As the ice catheter was attempted to cross into the la after 3-4 attempts, the physician noted a pe located in the right ventricle and a small amount near the laa. Hypotension was noted. The patient was administered general anesthesia, intubated, and a transesophageal echocardiogram (tee) probe was inserted to assess the pe. A pericardiocentesis was performed to aspirate and transfusion at 50ccs every three (3) seconds was performed until the patient could be transferred to the operating room for cardiac surgery. The laa closure procedure was aborted. The patient remains hospitalized. The physician noted the pe occurred between transseptal puncture and the insertion of the ice catheter through the septum, and that the inferior vena cava rupture/tear that occurred was likely caused by vcc.

Event description:
It was reported that pericardial effusion (pe), vessel perforation, cardiac tamponade, and cardiac surgery occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient was administered local anesthesia, and intracardiac echocardiogram (ice) imaging was used. Venous access was obtained and transseptal puncture (tsp) was performed under ice imaging using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was). The was was used to dilate the septum, the vcc radiofrequency pigtail wire was advanced and parked in the left atrium (la) or close to the laa. As the ice catheter was attempted to cross into the la after 3-4 attempts, the physician noted a pe located in the right ventricle and a small amount near the laa. Hypotension was noted. The patient was administered general anesthesia, intubated, and a transesophageal echocardiogram (tee) probe was inserted to assess the pe. A pericardiocentesis was performed to aspirate and transfusion at 50ccs every three (3) seconds was performed until the patient could be transferred to the operating room for cardiac surgery. The laa closure procedure was aborted. The patient remains hospitalized. The physician noted the pe occurred between transseptal puncture and the insertion of the ice catheter through the septum, and that the inferior vena cava rupture/tear that occurred was likely caused by vcc.

Manufacturer narrative:
Procedural media was provided and is related to cardiac trauma and does not appear to depict any unrelated device or user related allegations. No further review is required from bsc.